Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Patient reported, right side pain, deformation. And "fear and panic attacks" (non device related). Healthcare professional, additionally reported, capsular contracture, baker grade iii. Healthcare professional, later reported, "during surgery, both implants were found to be perforated with silicone leakage". The device has been explanted and replaced.

Event description:
Patient reported right pain, deformation, and "fear and panic attacks" (non device related). Healthcare professional additionally reported right capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Deformation: not observed. Pain: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. Opening observed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported right pain, deformation, and "fear and panic attacks" (non device related). Healthcare professional additionally reported right capsular contracture baker grade iii. The device has been explanted and replaced.